Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found only the connector end of the lead was returned for analysis. An insulation abrasion at 5.0 cm to 5.5 cm from the connector which exposed the outer coil. The abrasions were consistent with constant friction with another implantable device.